Manufacturer narrative:
Per the clinic, there are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report.

Manufacturer narrative:
Device analysis indicated device failure.

Event description:
Per the clinic, 18 electrodes were automatically turned off during a mapping session. Open circuits were noted on 15 electrodes, while short circuits were noted on 3 electrodes. The implanted device remains. It is unknown if there are plans to explant the device and reimplant the patient with another cochlear device as of the date of this report.

Manufacturer narrative:
Per the clinic the device was explanted on (B)(6) 2025, and reimplanted with another cochlear device during the same surgery.